Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument had insufficient sealing. The user completed the procedure and no known impact or patient consequence was reported. Intuitive followed up and obtained additional information. The instrument was inspected and not damaged. Customer was sealing at the time of the issue.